Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention due to an allergic reaction attributed to wearing the pod on the arm. The patient contacted her healthcare provider, who consulted an internist and prescribed fluticasone and cavilon nasal spray. Reported symptoms included skin irritation, redness, swelling and inflammation. The largest affected area measures approximately 7 cm in diameter. The medical visit lasted approximately 20 minutes. This incident occurred over a year and a half ago. During a follow-up call with insulet on (B)(6) 2025, the patient confirmed the previous prescription provided at the time of the reaction.